Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor error alert when they inserted the sensor yesterday. Customer's blood glucose was 6.0 mmol/l. Customer's mother turned the sensor feature off and then turned it back on again this morning. After 20 minutes, they got a lost sensor. Customer was not standing during insertion. Customer was advised to remove the sensor and it was found that there was no electrode.